Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: 6186938; common device name: scs quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 5757393. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2022-17908. It was reported the patient experienced inadequate stimulation with their scs lead and the ipg had an increased recharge burden. Surgical intervention was undertaken wherein a new lead was added and the ipg was explanted and replaced. Effective therapy was established post-operatively.